Event description:
When ultrasonic gel warmer was turned on it "smelled hot" and had melted plastic gel container. Unit was unplugged and sent for repair to biomed. All units made by MFR have been removed from service. On 9/15/94 biomed tested unit and found chamber temperature rose to 200 degree f initially and then stabilized at 100 degree f. Found that the heating element had become separated from the thermostat. The element was held in place by adhesive-backed aluminum tape.